Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Two hours post procedure an echocardiogram revealed a circumferential pericardial effusion. A pericardial tap was performed and a pericardial drain was placed while the patient remained hospitalized overnight. The patient fully recovered and was discharged two days post index procedure.